Event description:
It was reported by the pt, following a heart catheterization, a 6f angio-seal vip was used. Five days later, the pt experienced a rash caused by an allergic reaction. The pt's physician was treating the pt with medication, type and dose unk. The pt had no history of allergies. The physician suspected the reaction was from the antibiotic, ancef. The rash and allergic reaction was improving, however, it was not totally gone. The pt will follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.